Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31766045l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a qdot micro catheter and the patient experienced atrioventricular block that required temporary pacemaker. During ablation near the his bundle on the septal side, atrioventricular block was observed. Ongoing observation was conducted, but the patient's symptoms did not improve. A temporary pacemaker was placed, and the patient was returned to the ward. Patient improved. No abnormalities observed prior to use of the product nor during use of the product. The physician's opinion on the cause of the adverse event was the procedure (ablation related).

Manufacturer narrative:
During an internal review on 07-apr-2026, the product return status was corrected from discarded to available. Therefore, the following fields in the 3500a initial needs the following corrections: h11. Additional manufacturer narrative: should not have included the following: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31766045l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. H6. Investigation findings from no findings available (c20) to results pending completion of investigation (c21) h6. Investigation conclusions from cause not established (d15) to conclusion not yet available (d16) h6. Type of investigation from device discarded (b18), analysis of production records (b14) to type of investigation not yet determined (b21) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).